Event description:
Total of 4 resolution clips were used. All clips were from the same lot number. First clip deployed without any problems. Second and third stents seemed hard to deploy, and the 4th clips, when it was deployed, it had malfunctioned. The 4th stent was retrieved and removed without incident.